Event description:
It was reported by service report that there was a cracked weld at the patient's right side rail presenting sharp edges. No patient involvement or adverse consequences are reported.